Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot was performed and passed. Performed functional test and passed. Performed a "try it" test and passed. An intermittent audio test using the communication tool was performed and passed. The receiver was opened and an interior inspection was performed and passed. The was speaker measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint due to the patient waking the screen up before audible alert. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The speaker was measured and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.